Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have delivered inappropriate shock due to fracture on the right ventricular (rv) lead. It was noted that the rv lead is a competitor lead. A lead revision was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).